Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. The device error was caused by the customer inserting dosed strips. A request was made for the return of the meter and strips, replacement was sent.